Manufacturer narrative:
The thermogard xp ivtm system was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a tcmid:02 (ce danfoss error) error message during the self-test. In addition, the fan was reported to be dirty. The reporter does not have additional information. No known patient consequences were reported.

Manufacturer narrative:
The customer reported complaint, of the thermogard system was displaying error message tcmid: 02 (ce danfoss error), was confirmed during functional testing and archive review. The defective microcontroller board was replaced to remedy the fault. A visual inspection was performed and found that the pump raceway required cleaning, unrelated to the reported complaint. The thermogard is a reusable device and was manufactured on 2013. Therefore, this type of issue is characteristic of normal wear and tear. Following the repair, the thermogard console was tested and passed all the testing criteria and functioned as intended. Initial functional testing failed as the thermogard displayed the tcmid: 02 error message upon start. Event log review confirmed the error tcmid: 02 error message on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).